Event description:
It was reported the pt's stimulation device was "sticking out". The device moves around and it can be manually manipulated. The wires are reportedly loose or not connected. The pt was having difficulty recharging the device and could not remember the last time it was successfully charged. While troubleshooting, the pt saw the "ins fully charged screen". During recharging the ins kept shutting itself off, and had no black bars at the bottom (coupling bars). Additional info received indicated the pt was seen in the clinic. After many attempts at home the pt was only able to get two bars of recharging efficiency. In the office the pt was able to get 8 bars of recharging efficiency on three separate tries. The pt received instructions on how to move the antenna on the belt. The ipg was interrogated. Impedance values on contacts 0-7 were all over 3600 ohms. Contacts 8-15 were able to be reprogrammed to achieve satisfactory pain coverage on both the right and left sides independently. It was noted the pt had fallen 4 times. The ipg pocket was "loose" but the pt did not want surgical intervention at this time as the stimulation was better now and the recharging issue was solved.